Event description:
One patient (1) states that she experienced a burning sensation in her eyes after using a medical device, dvs disinfecting lens care solution. Patient medical record is not available this time.

Manufacturer narrative:
Reason for reporting after 30 days: kc pharmaceuticals, inc became aware of patient, (B)(4) on (B)(4) 2012.